Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/25/2019 to the present date 10/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that a device would not turn on and that there was no ac light when plugged in with power cord. There was no reported patient involvement.